Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with palpitations. On (B)(6) 2018, the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited oversensing, noise, and poor r waves. All other lead measurements were good. No device intervention was reported. Patient was stable.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. No further information was reported.